Manufacturer narrative:
Device evaluation summary: device evaluation of belt (B)(4) has been completed. The reported problem (damaged belt connection to monitor) has been confirmed. As received, the trunk cable connector was broken and the connector pins were bent. The root cause of the damaged trunk cable connector and bent pins cannot be positively identified but was likely due to excessive force. No adverse event resulted from the defective trunk cable connector and bent pins. The pt received a replacement electrode belt.

Event description:
An (B)(6) male pt called zoll customer support to report a damaged belt connection to his monitor. The pt was provided with a replacement electrode belt.